Event description:
According to the reporter, during a laparoscopic gastroplasty, on the first use in the stomach, the device could not staple and cut. The reload stopped before use. It was not possible to staple and cut the fabric. They opened the reload without tissue being stapled or cut. They replaced the reload, from the same lot, and used the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, on the first use in the stomach, at the time of stapling, the reload stopped. It was not possible to staple and cut the fabric. They opened without compromising tissue. They replaced the reload, from the same lot to complete the case. There was no patient injury.